Event description:
During a procedure to stent the right renal artery via left groin, the stent came loose during insertion through an oscor 8.5fr sheath. The catheter was able to be advanced to the target position, but the stent got caught in the lock and migrated distally. It was noted that the sheath was curved and the stent migrated during severe bending. The stent was able to be retrieved back to the groin by removing the sheath and using a mosquito clamp. The procedure was delayed approximately 60 minutes due to this issue, but no patient harm was reported. Another advanta v12 stent was utilized to complete the procedure.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Investigation summary: during a procedure to stent the right renal artery via left groin, the stent came loose during insertion through an oscor 8.5fr sheath. The catheter was able to be advanced to the target position, but the stent got caught in the lock and migrated distally. It was noted that the sheath was curved and the stent migrated during severe bending. The stent was able to be retrieved back to the groin by removing the sheath and using a mosquito clamp. The procedure was delayed approximately 60 minutes due to this issue, but no patient harm was reported. Another advanta v12 stent was utilized to complete the procedure. Additional information was also provided when responding to the additional questions asked about this case. The procedure was for an aortic aneurism repair with the intended target being the right renal artery accessed through the left femoral artery. The advanta v12 was attempted to be placed through an 8.5fr oscor steerable introducer sheath capable of a bidirectional 22mm radius. The advanta v12 did have to navigate through a cook medical zenith t-branch endograft. The vasculature was not tortuous. Neither the advanta v12 catheter or introducer sheath were returned for evaluation. Abdominal angiography images are not available to aid in the investigation. As reported by the hospital, the stent dislodged from the introducer balloon during insertion through an oscor 8.5fr sheath. The catheter was able to be advanced to the target position, but the stent got caught in the lock and migrated distally. It was noted that the sheath was curved, and the stent migrated during severe bending. As there were no images provided nor was the device in question provided, it is not known how acute the angle was going into the right renal artery that was accessed through a cook zenith t-branch graft. The oscor 8.5fr steerable sheath is able to bend at the tip of the sheath to a 22mm radius. Based on the details it is likely that the stent dislodged after or while advancing around this radius in the sheath. There is no indication that the device was provided nonconforming. It is possible that the oscor steerable sheath deformed or even kinked during the procedure making passage of the stent delivery system extremely difficult. A definitive root cause cannot be determined based on the information provided and lack of the physical product and the sheath used in the procedure. A review of the device history records show that this advanta v12 lot of catheters passed all quality and performance requirements and that there were no non-conformances related to the stent coming of the balloon while being placed through the introducer sheath. The lot qualification data shows that 20 devices were passed through a 7fr sheath without stent dislodgement and that the stent retention data was within specification. A review of the non- conformances that could be related to the reported failure mode was conducted. There were no related ncrs identified. There were no trend excursions identified during the 15 month time period for ¿stent dislodgement or embolization/occlusion or additional intervention required.¿ the review of the CAPA request/CAPA log was performed and identified 2 potentially related CAPA requests but they didn't specifically aid in the investigation. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details provided and results of the investigation there is no evidence to conclude that the stent dislodgement was due to the manufacture of the product. The user reported that the stent dislodged from the balloon in the lock of the sheath, therefore, the root cause is related to the operational context of the procedure.

Event description:
N/a.